Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on even though the power source was working and the system had been rebooted. The field service engineer (fse) verified the malfunction, turned off the power switch, disconnected all drawers in both auxiliary and main cabinets, and reconnected them one at a time while restarting the station to identify the faulty drawer. Fse determined that the auxiliary drawer controller was causing the malfunction, removed and replaced the drawer controller, and powered on the station. The device successfully restarted, the station was functioning properly, and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit was not powering on. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.